Event description:
It was reported that the 9800 system left monitor went blank during a case. The procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connection was tightened during the service call. The system was tested and found to be working as intended and put back into service.